Manufacturer narrative:
During inspection and testing, noise was generated due to damage to the imaging section and the image did not appear temporarily. In addition, there was noise in the image during angulation, there was poor adjustment of the light guide lights, the play in the angulation knob was out of specification due to elongation of the angle wires, the adhesive on the bending section cover was chipped, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image from the device was noisy during the post-procedure inspection following a therapeutic thoracoscopic pneumonectomy procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, noise was generated and the image did not appear temporarily. This report is being submitted for the malfunction found during evaluation (temporary loss of image). There was no effect on a patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of the video connector unit or the system. Olympus will continue to monitor field performance for this device.